Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that when he laid down it felt like his entire body was being zapped. He was newly implanted and no instructions were given to him after recovery. When the nurse asked the rep, the rep told the nurse to tell the patient to watch the dvd. The patient watched the dvd and there was nothing on how to adjust stimulation. The patient's indications for use were post lumbar laminectomy syndrome, radiculopathy, and spinal pain. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.